Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event involving the mesh - ventralex (device #2). To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to "removal the mesh" on (B)(6) 2011. Medical records were not provided and the description does not clearly define what "removal the mesh" is referring to and the description does not clearly define which of the bard devices is referred to as part of the alleged "removal of mesh", perfix plug, ventralex or both. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug (device #1) was implanted to repair the inguinal hernia defect. Additionally a bard/davol ventralex (device #2) was also implanted to repair the umbilical hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to "removal the mesh". On (B)(6) 2011: the patient underwent and additional surgery to "removal the mesh" and perform an incision and drainage of an abscess. On (B)(6) 2011: the patient underwent an additional surgery to "removal the mesh" and perform an incision and drainage of an abscess. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event involving the mesh - ventralex (device #2). To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to "removal the mesh" on (B)(6) 2011. Medical records were not provided and the description does not clearly define what "removal the mesh" is referring to and the description does not clearly define which of the bard devices is referred to as part of the alleged "removal of mesh", perfix plug, ventralex or both. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, explant date and 510(k) number. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with abscess, infection and pain thereby underwent repair with removal of mesh. Review of the manufacturing records was performed and found that the lot was manufactured to specification. (Date of explant), g4 (PMA/510(k)). This supplemental emdr represents the mesh - ventralex. An additional supplemental emdr was submitted to represent the perfix plug implanted on left side and an additional emdr was submitted to represent the perfix plug implanted on right side. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug (device #1) was implanted to repair the inguinal hernia defect. Additionally a bard/davol ventralex (device #2) was also implanted to repair the umbilical hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to "removal the mesh". On (B)(6) 2011: the patient underwent and additional surgery to "removal the mesh" and perform an incision and drainage of an abscess. On (B)(6) 2011: the patient underwent an additional surgery to "removal the mesh" and perform an incision and drainage of an abscess. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent open repair with the implant of perfix plugs (device #1 & #2) and ventralex mesh (device #3). Per operative notes, ¿in the left lower quadrant, there was an indirect hernia sac. The small bowel, large bowel and omentum was reduced out of the hernia defect and then a perfix plug (device #1) was patched at the proximal margin of the hernia defect. Following this, a perfix patch was placed beneath the cord and tacked. On the contralateral right side, a similar procedure was performed (perfix plug - device #2) but there was known incarceration of bowel and a direct inguinal hernia. Attention was then directed at the umbilicus. Preperitoneum was excised from prolapsing hernia defect and omentum. Following this, a bard ventralex hernia patch (device #3) was inserted into the defect space and tag ends were then tacked.¿ (B)(6) 2009 to (B)(6) 2011 - patient had multiple hospital visits due to incisional pain, drainage from inguinal incisions and developed an infection in right groin which resolved eventually with provided antibiotics. Patient was also diagnosed with right inguinal neuralgia secondary to post inguinal herniorrhaphy nerve damage thereby had right ilioinguinal nerve block procedure. On (B)(6) 2011 - patient was diagnosed with infected mesh of right groin thereby underwent exploration with removal of non-incorporated infected mesh (device #2). Per operative notes, ¿a piece of non-incorporated polypropylene mesh was found. Four tacking sutures were found and allowing removal of the mesh (device #2). Brown fluid was encountered and aspirated. Next the mesh was found lying on the transverse abdominus. The preperitoneal space was inspected and the second piece of mesh which was presumed plug (device #1) was unable to be identified or found. Laterally, in the internal oblique the mesh found to be lying.¿ (B)(6) 2011- patient was diagnosed with periumbilical abscess with infected mesh and draining right groin wound. Per operative notes, ¿abscess pocket in the right lateral aspect to the umbilicus was aspirated. A piece of mesh (device #3) was encountered in the umbilical defect. The mesh was delivered through the defect. It was a dual mesh which had not incorporated. Two stay sutures were removed. The mesh was delivered with ease.¿ on (B)(6) 2011 - patient was diagnosed with infected mesh of the left inguinal hernia repair thereby underwent incision and drainage of left groin abscess with removal of infected mesh (device #3). Per operative notes, ¿the abscess cavity was irrigated. The mesh plug that had been used to repair the hernia was clearly visualized. Sutures were cut, releasing the plug, and it was removed (device #1). The overlay patch was two-thirds unincorporated, the remaining third was dissected free from the tissues and removed.¿ on (B)(6) 2013 - patient was diagnosed with right lower quadrant pain with asymptomatic left inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿there was no evidence of recurrent hernia, and no mesh plug could be identified within the preperitoneal space.¿ on (B)(6) 2014 - patient had history of intractable ulcerative colitis thereby underwent laparoscopic proctocolectomy. On (B)(6) 2017 - patient was diagnosed with multi-inoculated abscess systemic inflammatory response syndrome and infected mesh of the abdominal wall thereby underwent repair with removal of left groin mesh (device #1). Per operative notes, ¿revealed a piece of prolene type mesh (device #1) which was not incorporated. This was dissected along the cord structures. No other pieces of mesh or foreign body could be identified.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, mesh migration, nerve damage, pain, seroma, removal surgery and emotional injuries.